Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred at the first firing in laparoscopic closure of colostomy. During colon resection, the tip of the knife didn't advance in the midway. The device was fired slightly. New device was used to complete the case. The status of the patient was reported as no problem.